Event description:
It was reported that during a vlap procedure, the probe charred. There was no pt injury reported & no add'l info provided on this event. Upon receipt of the actual complaint sample, the tip of the fiber was missing. Add'l info has been requested but has been received. This report is being filed based on the fact that the tip is missing & has not been accounted for.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.